Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the reported event and determined the likely cause was the front panel assembly. The fse replaced the front panel assembly and the issue was resolved. An operational verification procedure (ovp) was performed and passed. The device having met manufacture specifications was return to the customer for use. The suspect front panel will be returned for a component evaluation. At this time, vyaire medical failure analysis laboratory has not received the suspect front panel for evaluation.

Event description:
The customer reported a blank display on startup on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The red tinting indicates the backlight inverter 12v in the lcd display is failing. This issue will be internally investigated within vyaire.